Event description:
The patient claimed his blood glucose dropped to 29 mg/dl and required medical intervention from the emt on (B)(6) 2012. Reportedly, on the night of the low blood glucose, he was at work, took 3 glucose tablets, and then tried to get some food but had to sit back down. His co-worker found him unresponsive and called the ambulance. The patient was not taken to the hospital after his blood glucose responded to emt treatment. His doctor lowered his basal rate on (B)(6) 2012. He allegedly has not had any low blood glucose since the basal rate adjustment. The patient thinks the subject pump is not working properly and attributes his blood glucose excursions to the animas product. During troubleshooting, the animas representative assessed the patients alleged blood glucose excursion by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage at the time of the event. The date and time was confirmed to be accurate. The pump delivered insulin accordingly and no inaccurate delivery issue was found. There was product misused. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported because the patient allegedly required medical intervention for a blood glucose reading of 29 mg/dl while on insulin pump therapy. Although there was defect found, the patient felt the subject pump is not working properly.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/07/2014 with the following findings: a review of the black box showed data from (B)(6) 2013. The black box data from the time of the complaint had been overwritten and was unavailable for review due to continued pump use. A review of the alarm history showed to errors or alarms associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation revealed that the force sensor was out of calibration. Additionally, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.